Manufacturer narrative:
D9: device returned "12-jun-2020". H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting and the upstream occlusion (uso) seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing was able to duplicate the customer reported issue. The investigation determined that the cause of the issue was an intermittent dso sensor. The dso sensor, dso seal, and uso seal were replaced.

Manufacturer narrative:
Date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cassette not attached properly. There was no patient involvement, and no harm/adverse event was reported.